Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the light was drifting downwards which resulted in contaminating the surgical field. There was no injury reported, however we decided to report the issue based on the customer statement, which stated that the drifting led to contamination of surgical field.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was surgery center staff. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the light was drifting downwards which resulted in contaminating the surgical field. There was no injury reported, however we decided to report the issue based on the customer statement, which stated that the drifting led to contamination of surgical field. Brakes were adjusted and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following the light head or the suspension drifting have been caused by a brake not adjusted correctly (not tightened sufficiently). The nu_powerledii user manual mentioned to check daily the stability of all components before an intervention. The light head is a part of this check. The same documentation describes the annual checks performed by an authorized technician. This verification involves to adjust all brake. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.